Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/settings issue was not duplicated. Review of black box data found the last basal was delivered on the complaint date. Pump history showed that the pump was manually suspended three times on the complaint date and one time a day before the complaint date. All deliveries were manually resumed between 20 to 60 minutes afterward. The total daily delivery added up correctly and reflected the user¿s programed basal settings. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Manual bolus calculations matched pump calculations.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was over 400¿s but below 500 mg/dl with small level of ketones, abdominal pain, shakiness and mood swings and bg was as low as 37 mg/dl with increased hunger, shakiness, sleepiness and generally not feeling well. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustment to the basal settings by health care provider. Customer support reviewed the issues with the reporter. It alleged that the inaccurate delivery issue started about 5 days ago. Review of basal deliveries determined that they were correct and as programmed. A mock bolus program was conducted on the pump with the patient disconnected and it was determined that the pump recommended bolus total was not calculated correctly. This complaint is being reported because the patient experienced severe hyperglycemia and hypoglycemia related to an issue with incorrect bolus calculation by the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.